Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Trying to get tampon out for hours - vagina [foreign body in reproductive tract] . String broke to my tampon [device breakage] . String broke to my tampon causing me to go to the ER after trying to get it out for hours [complication of device removal] . Case narrative: consumer reported via e-mail that tampon string broke. No serious injury reported.

Event description:
Trying to get tampon out for hours - vagina [foreign body in reproductive tract] string broke to my tampon [device breakage] string broke to my tampon causing me to go to the ER after trying to get it out for hours [complication of device removal] case narrative: consumer reported via e-mail that tampon string broke. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Trying to get tampon out for hours - vagina [foreign body in reproductive tract]. String broke to my tampon [device breakage]. String broke to my tampon causing me to go to the ER after trying to get it out for hours [complication of device removal] . Case narrative: consumer reported via e-mail that tampon string broke. No serious injury reported.